Manufacturer narrative:
No further evaluation of the device is required. User error: the laboratorian performed a task that is not listed in the operators manual. An error message is displayed in the instrument when this problem occurs and states to contact customer support (tac). Dade behring was contacted after the incident and the problem was resolved per troubleshooting guidelines in the operators manual which states: "if you have followed the previous recommendations and have not resolved the problem, call the technical assistance center." A dade behring representative serviced the equipment to ensure proper operation of the analyzer after the incident. The instrument is performing within specifications.

Event description:
The reagent tray for the dimension analyzer was frozen in place. While attempting to push the reagent tray from the analyzer, the laboratorian's hand slipped resulting in a cut to his finger. Laboratorian received medical treatment for the laceration, three stitches and a tetanus shot at the emergency room. When an error message was displayed on the instrument, the laboratorian did not follow the instrument, the laboratorian did not follow the instructions outlined in the dimension operator's manual for proper troubleshooting.